Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm. Patient was instructed to check for any kinks in the tubing, close the clamps and place fingertip over port site. Alarm was still persisting. Patient was instructed to open the battery door and start the pump, but pump still alarmed downstream occlusion. Patient not affected or harmed. No patient injury. No additional information.